Manufacturer narrative:
Eisenberger j et al., the israel medical association journal: imaj [isr med assoc j], 26 (5): 278-282. Department of cardiac surgery, leviev cardiothoracic, sheba medical center, tel hashomer, USA. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that through the research article titled ¿concomitant cardiac surgical procedures in patients undergoing heartmate 3 left ventricular assist device implantation¿ identifying that heartmate 3 may be related to death, bleeding requiring operation, gastrointestinal (gi) bleeding, driveline infection, cerebrovascular accident (cva), renal failure, respiratory failure, right ventricular failure, acute aortic insufficiency, device technical problems, and thrombosis requiring exchange. This single-center retrospective study included patients who underwent pump implantation between dec2016 and apr2022 and compared short-term and medium-term mortality rate between heartmate 3-only (n=108) and heartmate 3-ccsp (concomitant cardiac surgical procedure; n=23). The hypothesis of this study was that there would be no significant difference when comparing mortality rate, complication rate and rehabilitation length of patients who underwent heartmate 3 implantation only (heartmate 3-only) to patient who underwent concomitant cardiac surgical procedures during implantation (heartmate 3-ccsp). Post operative complication rates and mortality rates at 30 days, 60 days and 120 days were similar between both groups. Date of event has been entered as 01apr2022 since the patients were implanted between december 2016 and april 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported patient outcomes could not be conclusively established through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.